Event description:
It is reported that the device was implanted in 2007. At about 3 months later, the device was revised due to dislocation.

Manufacturer narrative:
Eval summary: cause cannot be definitively determined. Eval: no prod was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the prod failed to meet specifications. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.